Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, noise was noted on the pulse generator. Noise seemed to be from external source. Programming changes were made. The patient was fine.